Manufacturer narrative:
A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing.

Event description:
Field service replaced the peristaltic head tubing on the architect c4000 analyzer per mandatory technical service bulletin tsb-128-042. There was no impact to patient results or injury reported.